Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head is unable to display image. The event occurred during an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. E2 e3- three attempts were made to obtain information, however the customer was unresponsive. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The subject device worked properly and had no abnormalities, judging from the fact that the device was not sent for the repair. Temporal contacts failure may have occurred, and the phenomenon appeared. Olympus will continue to monitor complaints for this device.